Event description:
It was reported that the patient presented to the hospital having had multiple appropriate therapies. There was failure of two maximum energy shocks and high defibrillation thresholds were suspected. A chest x-ray was performed to assess right ventricular (rv) lead placement and the coil appeared to be detached from the distal portion of the lead. All lead and high voltage impedances were normal at interrogation. It was noted that the patient has grown substantially since the lead was implanted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.